Manufacturer narrative:
The site was unable to provide pt info. The pt exams were evaluated at the site and were found to not have followed the recommended protocol. The use of an aluminum head holder, metal towel clips, and incorrect setup also contributed to the event.

Event description:
A medtronic rep reported inability to register a pt using tracer. The allegation stated that the surgeon uses a horseshoe mayfield headrest allowing him to get closer to the pt's head. There were two registrations that failed in superior and one lateral view. The site completed surgery using navigation and there was no impact on pt outcome.